Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The vse instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and closed properly. The instrument exhibited imprecise motion in the roll direction. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. While the definitive root cause based on findings from failure analysis could not be established, possible cause may include component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, when the vessel sealer extend (vse) instrument was installed, the instrument was not moving in the intended directions, although it had been functioning correctly earlier. The user then replaced the instrument on the same arm, and it worked without issue. An intuitive surgical inc (isi) technical support engineer (tse) explained that the problem could be due to either a loosely installed sterile adapter or a faulty vessel sealer extend instrument. The customer tested it later by reinstalling the vessel sealer extend instrument firmly on the arm and checking its movement. The issue persisted. The procedure was completed with no reported injury.